Event description:
The customer stated that the cs100 unit alarmed "rapid gas loss" while on a patient. The unit was replaced and therapy was continued with no injury to the patient reported.

Manufacturer narrative:
The company representative visited the facility and was unable to duplicate the reported problem. The device passed all functional tests. The device history record for the iabp involved int eh event was reviewed there are no non-conformances related to the reported event. (B)(4).